Event description:
Arthrocare ent coblator handpiece began smoking while in use for tonsillectomy. Surgeon immediately stopped using the handpiece and it was replaced with a new one. No patient adverse event or further problems======================manufacturer response for ent coblator handpiece, (brand not provided) (per site reporter)======================have not received a response yet. Item was given to local rep to be returned to manufacturer.